Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. Multiple requests for additional information regarding the patient¿s vt were submitted to the account; however, no response has been received at this time. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2021 the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to withdrawal of care. The patient had recurring ventricular tachycardia (vt) which led to right ventricular failure and placement of protek duo. Patient had a poor prognosis with recurring vt despite lidocaine and amiodarone drips. The patient continued to have vt and progressive renal insufficiency with rising creatinine. Mechanical ventilation was started. It was felt that vt ablation would have a very low chance of success. Percutaneous endoscopic gastrostomy (peg) and tracheostomy tube were held due to the patient's wife wanting to decide on a plan of care. Nephrology planned for continuous renal replacement therapy (crrt) if the wife decided to continue supportive care. After a discussion with the physicians, the family decided to withdraw care as the patient did not want a poor quality of life. It was indicated that the device would not be returned for evaluation. The device operated as expected.